Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-sep-2020. The most recent information was received on 24-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('intermittent skin rashes forearms and legs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia"), migraine ("migraine"), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), vertigo ("vertigo"), tinnitus ("tinnitus"), memory impairment ("immediate memory problems"), aphasia ("finding words") and adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the rash, musculoskeletal pain, asthenia, migraine, ear disorder, nasal disorder, oropharyngeal discomfort, vertigo, tinnitus, memory impairment, aphasia and adenomyosis outcome was unknown. The reporter considered adenomyosis, aphasia, asthenia, ear disorder, memory impairment, migraine, musculoskeletal pain, nasal disorder, oropharyngeal discomfort, rash, tinnitus and vertigo to be related to essure. The reporter commented: period of onset of events: gradually. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('intermittent skin rashes forearms and legs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia"), migraine ("migraine"), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), vertigo ("vertigo"), tinnitus ("tinnitus"), memory impairment ("immediate memory problems"), aphasia ("finding words") and adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the rash, musculoskeletal pain, asthenia, migraine, ear disorder, nasal disorder, oropharyngeal discomfort, vertigo, tinnitus, memory impairment, aphasia and adenomyosis outcome was unknown. The reporter considered adenomyosis, aphasia, asthenia, ear disorder, memory impairment, migraine, musculoskeletal pain, nasal disorder, oropharyngeal discomfort, rash, tinnitus and vertigo to be related to essure. The reporter commented: period of onset of events: gradually. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.